Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The patient was not hospitalized for the reported event. The treatment for the peritonitis included injection of reflin (1 gram, once daily, route not reported), injection of vancomycin (1 gram, route and frequency not reported) and injection of amikacin (75 milligrams, once daily, route not reported). The outcome of the peritonitis was unknown. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The patient has recovered from the peritonitis. The peritoneal dialysis (pd) therapy was ongoing. Should additional relevant information become available, a follow up medwatch will be submitted.